Event description:
It was reported that the ilet insulin pump was accidentally impacted against a counter, resulting in exterior damage to the housing near the latch that produced a chip interfering with unlocking the device and a cracked screen, while the device continued without alerts. Symptoms included no injury and no adverse clinical effects. Outcomes included continued cgm use and planning for device replacement with data not transferring to the replacement device. Investigation included complaint review, user interview, and instructions provided for shutting down the device and data synchronization. Investigation of this case revealed physical damage due to user handling and a damaged enclosure/component preventing normal operation of the latch. It was concluded that the event was attributable to physical damage from an external impact, not a device malfunction, and that replacement was warranted for continued safe use.